Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced back pain and upper and lower extremity weakness. The weakness issue began two months ago (from (B)(6) 2016) and had gotten worse in the last two weeks and was worsening. The patient was having an MRI for the weakness. The back pain began in 2015 or earlier. It was noted that the patient was currently hospitalized.